Manufacturer narrative:
Philips service replaced the hivo, miu, point, and x-ray tube, and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the x-ray system failed due to hivo oil leakage damaging the miu and point on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.